Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to have fractured in 2 of the 3 prongs. Impedance measurements stable. Field representative wanted to make sure if critical therapy can still be delivered. Boston scientific technical services (ts) stated that one prong presumably could still carry shock energy and would still provide relatively good vector across the heart muscle, but will not as wide as the 3 prongs. Ts suggested performing defibrillation threshold (dft) test. Additional information obtain from the field representative indicates that dft test was performed and was successful. The physician will continue to monitor the patient. Rv lead still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4)